Event description:
It was reported that unit did not generate enough power to make an incision. No injury to pt reported.

Manufacturer narrative:
At the time of this complaint, the unit had not been returned to the facility, therefore, verification of the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.